Event description:
It was reported that log files were submitted for review, and the event log file recorded a few pump reset event on 19jan2024, 20jan2024, 23jan2024, and 24jan2024. Technical services noted that the event was very brief (less than 5 seconds) and likely did not generate an alarm. It appeared to be due to an electrostatic discharge (esd) event. An lvad_internal_fault event on 23jan2024 was associated with a (f59) e2p_crc lvad fault flag was also recorded. This event was associated with a loss of communication between the system controller and the pump and were likely caused by an esd event also. Related MFR 2916596-2024-01059.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump reset events associated with electrostatic discharge (esd). Additionally review of the log files also confirmed left ventricular assist device (lvad) internal fault alarms; however, a specific cause for these lvad alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Pump stop events were captured on (B)(6) 2024. The events appeared to be consistent with pump resets due to esd events. Following the events, the pump resumed operation at the set speed without issue. A lvad internal fault alarm was captured on (B)(6) 2024, which indicated an lvad communication issue and resolved without intervention. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. Section 7 of the IFU and section 5 of the patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated on (B)(6) 2024 that no further events were reported, and no reason for the event was discovered. No troubleshooting was performed after the fact.